Event description:
Event description cpi received information that this endotak endurance transvenous defibrillation lead became dislodged after the patient fell. Repositioning attempts were unsuccessful and appeared to damage the proximal coil, so the lead was extracted and replaced.